Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was decreasing faster than expected. Review of the pump history during troubleshooting with tandem technical support showed that the battery depleted from 65% to 40% within approximately 12 hours. There was no impact to the customer's blood glucose level. It was confirmed that the customer will use humalog pens as alternate insulin therapy.